Manufacturer narrative:
Findings: no battery out limit alarm noted. All operating currents are within specification. Unit passed self-fest. No unexpected low battery or of no power alarms noted. All buttons functioning properly. However, found corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot, cracked battery tube threads and stained end cap sticker.

Event description:
The customer's father reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer's father stated she went to give herself a bolus and none of the button will work. The customer's father stated that there is no significant event leading to the keypad issue. The customer's father was advised that the device would be replaced and agreed to return the product for analysis. The customer's father was advised to discontinue use of the device and revert to a backup plan.